Event description:
It was reported that the patient is in-patient with multiple medical issues and unresponsive with hyperkalemia and elevated potassium. This is causing t-wave oversensing (twos) post pace on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d314trg, ICD, implanted: (B)(6) 2011. (B)(4).